Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction cylinder could not be identified and definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the suction cylinder had foreign material in it which restricted the suction channel. The labels were peeling and there was a leak from the silver base on scope connector. The plastic distal end insulation had scratches and megaohm value was low in the insertion tube. There was a pinhole on switch 1 and a scratch on switch 2. The angulation was low and the control knob had play. The distal end plastic had deep dents and scratches. The objective lens had an edge chip and the light guide lens was cracked, had a chipped edge and peeling glue. The bending section rubber glue was cracked on both sides and the insertion tube had minor scratches and small buckling. There was a clog on the suction cylinder and the control body was missing red paint on the suction cylinder. The light guide tube had buckling and the scope connector was cracked. The light guide prong was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope channel had something stuck inside it. The issue was found during reprocessing. It was noted that the material was a seed or fibrous material from the colon which got stuck during the procedure. The start of precleaning was not delayed and the scope was manually cleaned within an hour of the procedure. There were no issues noted with reprocessing. There were no reports of patient harm associated with this event.